Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that during placement, the driver tip would spin inside of the internal hex of the implant ((B)(4)) due to a damaged hex. Doctor placed another implant during the same procedure.

Manufacturer narrative:
(B)(4). One osseotite tapered implant was returned for inspection. The collar of the implant shows significant signs of tool damaged, and the drive feature is confirmed to be damaged. The part was functionally tested and the implant is too damaged to accept a mating driver. The complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The alleged complaint is confirmed and a root cause cannot be determined. (B)(4).